Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluated handpiece, it got hot. Found cap damaged from handpiece being out of oval from abuse. Handpiece cap is stuck inwards position. Cap threads ring has a flat spot and is no longer oval. Cannot get cap wrench to line up to take cap off.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.